Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and ten months post filter placement, a computed tomography study was performed which showed filter demonstrated with the cephalad apex at the level of the renal veins. There is slight posterior right lateral filter tilt of the long axis without abutment of the apex. There is no convincing evidence for a significantly bent or fractured strut as visualized. There is evidence for filter strut perforation along the left anterolateral aspect with the strut extending approximately 4-5 mm beyond the confines of the inferior vena cava and appears to extend into the traversing loop of duodenum. There is also filter strut perforation along the left lateral aspect of inferior vena cava into the adjacent adipose tissue by approximately 4 mm. There is no evidence of inferior vena cava thrombus or stenosis. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter migration. Based on the available information, the definitive root cause is unknown labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2013) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient via the left femoral vein approach after being diagnosed with right lower extremity deep venous thrombosis. Seven years, nine months and twenty-two days post filter deployment, it was alleged that the filter had migrated with the cephalad apex at the level of the renal veins, the filter had slight posterior right laterally tilted of the long axis without abutment of the apex, and the filter strut had perforated along the left anterolateral aspect with the strut extending approximately four to five millimeters beyond the confines of the inferior vena cava and appears to extend into the traversing loop of duodenum, and one strut had perforated along the left aspect of inferior vena cava into the adjacent adipose tissue by approximately four millimeters. However, the device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.